Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a latch that will not remain closed was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 6-8.5fr universal plus statlock. The returned sample was gross visually and microscopically inspected, but not damage to the components was observed. The unit was functionally tested by placing a 10fr catheter in the statlock and attempting to close the latch. The latch was able to be closed and did not open on its own when left alone for a prolonged time. Based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
It was reported "by removing the stat lock it is open and the plural drain is free. We change the stat lock, close it and before closing the dressing, about 1 minute after closing the system the stat lock opens under the eyes of the nurse who notifies the hematologist and the pulmonologist. On the radio ID we see that the stat lock has been open since the beginning and that the drain is used every day." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.